Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was downloaded locally and provided for analysis. The last infusion before the reported date was on (B)(6), an infusion of 67.5ml/h stopped by an occlusion alarm after 145,784ml infused. Then the pump is turned off, on the mains from (B)(6), 4:55 am to (B)(6), 3:56 pm. On (B)(6) 2025 at 3:58pm an infusion of 1000ml/h with a vtbi of 1000ml (i.e. 1 hour) is launched. This infusion is stopped by an upstream occlusion alarm at 4:12 after 236.96ml infused. The infusion is restarted 30 seconds later and then immediately re-stopped by another upstream occlusion alarm. The pump is then switched off. All data found showed that calculated volume matches recorded volume. Each identified infused volume was in line with the device programming or with a deviation of -0.064%, which is in line with our specifications. No unexpected behavior or malfunctions are seen in the logs. The reported device was not returned to brézins for investigation. Device history log was reviewed by our investigator in brézins. The announced infusion was indeed found, it was stopped by upstream occlusion alarms after about 15 minutes of infusion. No malfunction of the device was identified based on the analysis of the data available. According to provided information by local technician, an infusion test of 25ml was carried out on the equipment and the equipment showed a difference in the infused volume, resulting in 26.56 ml, which corresponds to a deviation of 6.24%, which is outside our specifications by +/-5%. However, this deviation does not explain the announced overflow of 1000ml in 15 min instead of 1 hour. Without the device, we cannot confirm the issue or the root cause of the event. Based on available information, this complaint is considered as not confirmed. The flow rate has been recalibrated, and the device is working properly again. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not confirmed. The trend is: normal.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: the nursing team reported that the medication genuxal 750 ml + 0.9% nacl 250 ml = 1000 ml was supposed to be infused over 1 hour; however, it ran over 20 to 30 minutes. The event occurred on 16/oct at 3:40 pm. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.